Event description:
It was reported that the handpiece caused an error 3 when connected to the generator at start of a plastic surgery case. The error could not be cleared and a competitive device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.